Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ultimately lead them to requiring emergency services. Specific glucose value was not provided. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.